Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8300 error 571.6241. Technical support - 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board. 3. Send in to factory for repair. Gave part number to oridion module. Biomed will check harness and call back if needed to order the oridion module. The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/14/2017 to the present date 9/25/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. H3 other text : no product received for evaluation.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.